Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5079955.

Event description:
It was reported that the patients leads had four contacts out. The physician replaced both leads and patient was doing well postoperatively. The explanted leads were discarded.